Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation.however, vyaire medical representative went on site and performed d and e circuit tests. Performed o2 sensor calibration, verification and bv repair, all passed. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us fio2 will not go up to 100% furthermore, there was no information for patient associated with the event.

Manufacturer narrative:
Results of investigation: the root cause was determined due to user fault - assuming lack of o2 cell calibration causing the issue.